Event description:
A customer reported that the balloon of their large volume intermate device ruptured, resulting in a fluid leak. This occured prior to patient use. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from august 19, 2014 - august 20, 2014. One actual unit was received for evaluation. Visual inspection noted fluid inside the housing due to missing film-wrap. No evidence of rupture was found on the bladder during the visual inspection; however, a leak was noted. The cause of the leak was due to the missing film wrap. The cause of the missing film wrap was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.